Event description:
The hospital reported that during the saphenous vein harvesting procedure, the balloon did not stay inflated on the short port. A second unit was used to complete the procedure. No patient complications were reported by the hospital.